Event description:
This is filed to report a leak resulting in air embolization requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) was advanced into the patient anatomy. As the first clip delivery system (cds) was inserted a loss of fluid column was noted in the sgc. This resulted in an air embolism in the atrium requiring intervention. The sgc was replaced and one clip was implanted reducing the mr to a grade of 1. The patient remains stable. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on available information, the reported leak appears to be due to procedural conditions. The reported air embolism appears to be due to the reported leak. Additionally, air embolism is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.